Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and blood glucose level of 435 mg/dl and 39 mg/dl. He checked blood glucose and it was 93 mg/dl. The customer¿s current blood glucose was 126 mg/dl. Customer treated with injections. Customer was in emergency room as a result of high blood glucose. Customer stated he keeps insulin in fridge and does not allow it to come down to room temperature. The drive support cap was normal. The product was not returned for analysis.